Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). In this case, the patient required implantation of a permanent pacemaker to resolve the events. However, there is no information to suggest a device malfunction or quality deficiency related to this event.

Event description:
It was reported via clinical affairs that an (B)(6) female experienced arrhythmia/induction system events post implant of an edwards aortic bioprosthetic valve on (B)(6) 2013. Event description as follows, "baseline rbbb, required pacing perioperatively for chb, seen by ep, and ppm inserted (B)(6) 2013...[five days later], new onset atrial fibrillation that was treated with beta blocker amiodarone, rate controlled". The provided information suggests nothing to indicate a device malfunction related to this event, as it remains implanted and functioning as intended. The hospital indicates no relationship of the edwards device to this event.